Event description:
Pt had midline catheter placed on 1/8/97 by nurse at hosp. Pt called to report that when he rolled over he heard a "snap" and saw that the midline had broken. Catheter removed and sent to MFR for testing. Peripheral IV started in pt - no doses missed.